Event description:
Pt developed discitis post-idet procedure. Treated at one level, l5/s1. Pt was not given intradiscal antibiotic after procedure. Unknown if IV antibiotics were given before or after procedure. Pt had increase in back pain about 2 weeks following idet. At 2 months post-procedure pt developed severe, incapacitating back pain. Pt refused intervention, including biopsy and tissue culture, but accepted IV antibiotics. Pt has recovered and no further complications have been reported.